Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 459 mg/dl at the time of the incident. The customer was treated with bolus. Customer was in the hospital for knee surgery and so he was not connected to the pump. Customer stated that the his pump was giving him power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind the pump. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.